Manufacturer narrative:
The manufacturer's investigation showed that the catheter had been cut in the packaging welding and cutting process. A corrective and preventive action (CAPA) plan is established and soon finalized. The CAPA includes for instance 100% visual control of packages in production before release, updating of instructions for quality control, training of staff and new alignment and storage instructions for semi-manufactured catheters. The probability for detection of this type of deficiency is high since the catheters are visually inspected during production and this incident is therefore seen as an isolated case. Due to the corrective and preventive actions taken and ongoing in the CAPA, the probability for re-occurrence is considered to be low.

Event description:
The patient experienced pain during intermittent urinary catheterization (cic). The catheter was carefully removed, and the patient saw that the catheter tip was cut, with a sharp ending. No bleeding occurred and no medical treatment was required. The pain lasted for three days, and then the patient had recovered. No medical complication occured. This event occurred in (B)(6).